Event description:
It was reported that the patient had ventricular tachycardia that lead to coma. The patient is still unconscious. No further information was reported.

Event description:
New information reported stated that the physician did not suspect that the device or leads contributed to the patient's condition. The patient remained unconscious but remained under "continuous improvement". No additional information was reported.